Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated, "the surgeon was revising a sacral fixation." "While implanted the screws into the right and left sacrum the tip of the two screw drivers broke off into the shaft of both screws." "The surgeon decided not to retrieve the tips and disrupt the surgical procedure up to this point he continued to complete the surgery and leave the tips in the shaft of both screws." "There was no harm to the pt to report and the surgery was completed without further incident."